Event description:
It was reported that daughter called for no disposable clamp tubing alarm. I reviewed the settings and then told her to shut off the pump. I had her restart the pump. Pump continued to alarm. I had her shut off the pump and remove the cartridge. She massaged the top of the tubing and tapped the cartridge on a hard surface 3 times then reattached the cartridge. Pump was restarted and continued to alarm. Previous step was repeated 2 more times and pump was able to be restarted in run mode. She verbalized understanding. No patient injury reported.

Manufacturer narrative:
Analysis details: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.